Event description:
The pt underwent ICD implantation (B)(6) 2013. Procedure was uncomplicated and he was discharged the following day. On approximately (B)(6) 2013, he developed pleuritic chest discomfort. On (B)(6) 2013 chest CT showed evidence of perforation of ICD lead outside of pericardium into mediastinum. On (B)(6) 2013, the pt underwent surgical lead extraction via open thoracotomy. The lead had perforated the rv septum and then perforated the lv apex and was 3-4cm extruded outside the lv.